Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. Event date is an approximation. On (B)(6) 2025 the patient reported that his cgm displayed a glucose reading of 120 mg/dl. No fingerstick blood glucose measurement was obtained at home. The patient reported no symptoms at that time and no treatment was administered prior to seeking medical care. According to the patient, his wife transported him to the emergency room, where a blood glucose measurement reportedly resulted in 298 mg/dl, while the dexcom cgm continued to display 120 mg/dl. The patient reported receiving treatment with intravenous insulin to lower his blood glucose level. The duration of his time in the ER was not provided. The reason for the emergency room visit was not further discussed, as the patient declined to provide additional details about the event and ended the call. It was noted that the patient was not connected to an insulin pump at the time of the event. At the time of reporting, the patient status was unknown. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the c zone of the parkes error grid was taken in the ER. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).